Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and gave the customer a quote for replacement of the left monitor, but no conclusion can be drawn as repair information is not available.